Event description:
(B)(6) study. It was reported that during a percutaneous coronary intervention, myocardial infarction occurred. On (B)(6) 2010, the patient presented with stable angina and cardiac catheterization was recommended. Coronary angiography revealed a 90% stenosed target lesion located in the mid left anterior descending coronary artery with 15mm lesion length and with a reference vessel diameter of 2.5mm. This was treated with direct stent placement using a 2.50 x 20 mm taxus liberte stent with 0% residual stenosis. On the same day, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented with chest pain radiating to the jaw. ECG on admission revealed left bundle branch block. Troponin levels were elevated consistent with protocol definition of mi. At the time of the event, the patient was taking aspirin and study drug per protocol. One day later the patient underwent coronary angiography. Intervention was not performed and the subject was treated medically. The event was considered resolved without residual effects and the patient was discharged. Per source, no medication changes were made.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. The device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).